Event description:
A user facility reported to olympus that the evis exera iii xenon light source display a b41 error during reprocessing. During a standard service inspection of the customer returned device, a b30 was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon inspection of the device, the reported issue was not confirmed. However, a b30 error due to a defective s-socket, lens base damaged, dust inside the device, and main switch dirt were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the b30 error message was likely due to a defect of the scope socket, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.